Manufacturer narrative:
The field service engineer determined that there was a hole in the analyzer reagent needle tubing. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys anti-sars-cov-2 assay on a cobas 8000 e 801 module. The elecsys anti-sars-cov-2 assay is the only test that is run on the analyzer. The patient samples were initially tested on (B)(6) 2020 and these values were reported outside of the laboratory. Controls recovered within range prior to running the samples on (B)(6) 2020. The reporter stated that the analyzer had several alarms and controls were outside of range on (B)(6) 2020, so they decided to repeat patient samples. The samples were repeated on (B)(6) 2020 and corrected reports were issued. The first sample initially resulted with an elecsys anti-sars-cov-2 value of 0.179 coi (non reactive), which repeated as 50 coi (reactive). The second sample initially resulted with an elecsys anti-sars-cov-2 value of 0.0816 coi (non reactive), which repeated as 91.6 coi (reactive). The third sample initially resulted with an elecsys anti-sars-cov-2 value of 0.0928 coi (non reactive), which repeated as 31 coi (reactive). The elecsys anti-sars-cov-2 reagent lot number was 500751. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.